Event description:
It was reported that a malfunction alarm occurred with a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received information on resetting the pump from technical support, successfully reset it, and was advised to continue using the pump while calling back if the issue recurred.